Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veterinary syringe luer-lok¿ tip needles had defects, including holes and detachment from the hub. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Forty sealed 3ml packaged syringes with needles were received and confirmed to be from batch # 8092557 (p/n 305662). The samples were visually evaluated. All syringes were removed from the sealed packages to perform evaluation. Based on the complaint description it appears multiple issues are being seen by the customer therefore a complete visual inspection of the assembled syringe and needle, was performed. All syringes had needles attached securely to the syringe. No damage or holes were observed in any of the 40 syringes. All cannulas were attached to the hubs of the needles. No damage or holes were observed in the cannula or hub of any of the 40 needles. No defects were observed in the samples received. Root cause not defined since defects were not confirmed in samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd veterinary syringe luer-lok tip needles had defects, including holes and detachment from the hub. There was no report of exposure, injury, or medical intervention.